Event description:
During routine follow up (after more than 7 years of implant), a discrepancy between the battery impedance and the magnet rate was observed upon interrogation of the device involved in this MDR report: the battery impedance was at 0.1 ohm, i.e at beginning of life (bol). The magnet rate was at 70 min-1, i.e at end of life (eol). In addition, the shape of the battery depletion curve was abnormal.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Discrepancies between magnet rate and battery impedance. The analysis is pending.